Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the cryo pulmonary vein isolation procedure, a pericardial effusion occurred. A pericardiocentesis was performed and the patient stabilized. The coronary sinus catheter was used to pace the phrenic nerve, the veins were isolated with the cryoballoon but the patient went into a fib/flutter rhythm. The physician decided to switch to the advisor hd grid catheter and the tacticath catheter. The left atrium was mapped and ablation was performed anterior to the right veins. The left atrium was re-mapped and additional lesions were added anterior to the mitral valve. It was noted the patient's blood pressure was dropping and a pericardial effusion was seen on ice. A pericardiocentesis was performed, a chest tube was placed, and the patient returned to sinus rhythm. The location of the cardiac perforation and when during the procedure the effusion occurred are uncertain. After the procedure, the physician noted that the patient had a coronary sinus diverticulum that had been missed during the CT and believes that was the cause.